Event description:
Customer reported that he experienced high blood glucose for the past couple of days. Customer stated he went to work and he was high, had something to eat and contacted his doctor. Blood glucose value was 404 mg/dl; current value 340 mg/dl. During troubleshoot; it was stated the drive support cap is recessed. The tubing has some air bubbles but no insulin leak was found. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. High pressure test not performed as the customer did not have a tubing clamp. No error alarms found in the history. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.